Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the surgeon closed the rectum with ax55b. The surgeon, after cutting the rectum wirth a scapel, noticed that the rectum had not been closed because the ax55b was empty. There was no pt consequence.

Manufacturer narrative:
H6; code 100: instrument reportedly was empty of staples when fired. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: condition of anvil good, condition of anvil shroud good, condition of cartridge good, condition of driver good/extended, condition of earmuff good, condition of head good, firing lever position open/fired position, rotation good, staples present no, trigger position open/fired position. Functional tests & results: articulation yes, closure force normal, instrument cycled yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident. It could not be ascertained as to where or when the staples had been fired. It should be noted that adequate inspection and control points exist in the mfg line along with a laser vision inspection system that detects missing staples and empty instruments. The instrument was received in good physical condition and with no staples present. Upon loading and firing the instrument, the instrument performed as designed. The staples were measured and were found to be within specifications. Co strives to understand each incident as it occurs in order to continuously improve our products. It should be noted that stringent inspection and control points exist in the mfg line along a laser inspection system that detects missing staples and empty instruments. The staple process was reviewed and demonstrated a very high degree of reliability.